Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding/constant/irregualr heavy bleeding') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("itchy small rashes on the legs from time to time"), abdominal distension ("constant bloating"), alopecia ("hair loss"), pollakiuria ("frequent urination") and urinary incontinence ("frequent leaks"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain stabbing pain on the side of the abdomen/right side of abdomen"). In 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), back pain ("lower back pain") and endometriosis ("endometriosis"). The patient was treated with biotin, ethinylestradiol;norethisterone and surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, back pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash pruritic, abdominal distension, alopecia, pollakiuria, urinary incontinence and endometriosis outcome was unknown and the genital haemorrhage, migraine, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, endometriosis, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pollakiuria, rash pruritic, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: dates of insertion: (B)(6) 2012 and (B)(6) 2012 current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2019: reporter information was added. This case concerns 36 year old patient. Her demographic was updated. Her historical condition was added. Lab data was added. Her treatment medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), itchy small rashes on the legs from time to time, migraines, dysmenorrhea (cramping), constant bloating, hair loss, pain stabbing pain on the side of the abdomen/right side of abdomen, frequent urination, frequent leaks and endometriosis were added. She had recovered from the following events: constant/irregular heavy bleeding, dysmenorrhea; pain on the side of abdomen and migraines. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('right coil not showing on ultrasound/coil was up in the tube on hsg'). In a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea and abdominoplasty. Concurrent conditions included: spotting vaginal, procedural pain, endocervical squamous metaplasia and menometrorrhagia. Concomitant products included: fentanyl (sublimaze), oxycodone and paracetamol (tylenol). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("itchy small rashes on the legs from time to time"), abdominal distension ("constant bloating"), alopecia ("hair loss"), pollakiuria ("frequent urination") and urinary incontinence ("frequent leaks"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("abnormal bleeding/constant/irregular heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain localised ("pain stabbing pain on the side of the abdomen/right side of abdomen"). In 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pain in hip ("hip pain"), back pain ("lower back pain"), endometriosis ("endometriosis"), joint pain ("joint pain"), muscle spasms ("leg cramps"), abdominal discomfort ("phantom belly flutters, feeling like a baby is moving inside"), abdominal cramps ("phantom belly flutters, feeling like a baby is moving inside"), feeling abnormal ("brain fog"), muscle fatigue ("right leg is always tired") and polymenorrhoea ("periods stop for few days and start again"). The patient was treated with biotin, ethinylestradiol; norethisterone. And surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pain in hip, back pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash pruritic, abdominal distension, alopecia, pollakiuria, urinary incontinence, endometriosis, joint pain, muscle spasms, abdominal discomfort, abdominal cramps, feeling abnormal, muscle fatigue and polymenorrhoea outcome was unknown. And the genital haemorrhage, migraine, dysmenorrhoea and abdominal pain localised had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain localised, alopecia, back pain, device dislocation, dysmenorrhoea, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, muscle fatigue, muscle spasms, pain in hip, pelvic pain, pollakiuria, polymenorrhoea, rash pruritic, urinary incontinence, vaginal haemorrhage, abdominal cramps and joint pain to be related to essure. The reporter commented: dates of insertion: (B)(6) 2012. Current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass; index was 20.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, total bilateral occlusion. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query. Event: muscle weakness lower limb were updated to muscle fatigue. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('right coil not showing on ultrasound/ coil was up in the tube on hsg') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and abdominoplasty. Concurrent conditions included spotting vaginal, procedural pain, endocervical squamous metaplasia and menometrorrhagia. Concomitant products included fentanyl (sublimaze), oxycodone and paracetamol (tylenol). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("itchy small rashes on the legs from time to time"), abdominal distension ("constant bloating"), alopecia ("hair loss"), pollakiuria ("frequent urination") and urinary incontinence ("frequent leaks"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("abnormal bleeding/constant/irregualr heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain localised ("pain stabbing pain on the side of the abdomen/right side of abdomen"). In 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pain in hip ("hip pain"), back pain ("lower back pain"), endometriosis ("endometriosis"), joint pain ("joint pain"), muscle spasms ("leg cramps"), abdominal discomfort ("phantom belly flutters feeling like a baby is moving inside"), abdominal cramps ("phantom belly flutters feeling like a baby is moving inside"), feeling abnormal ("brain fog"), muscle fatigue ("right leg is always tired") and polymenorrhoea ("periods stop for few days and start again"). The patient was treated with biotin, ethinylestradiol;norethisterone and surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pain in hip, back pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash pruritic, abdominal distension, alopecia, pollakiuria, urinary incontinence, endometriosis, joint pain, muscle spasms, abdominal discomfort, abdominal cramps, feeling abnormal, muscle fatigue and polymenorrhoea outcome was unknown and the genital haemorrhage, migraine, dysmenorrhoea and abdominal pain localised had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain localised, alopecia, back pain, device dislocation, dysmenorrhoea, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, muscle fatigue, muscle spasms, pain in hip, pelvic pain, pollakiuria, polymenorrhoea, rash pruritic, urinary incontinence, vaginal haemorrhage, abdominal cramps and joint pain to be related to essure. The reporter commented: dates of insertion: (B)(6) 2012 and (B)(6) 2012. Current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and abdominoplasty. Concurrent conditions included spotting vaginal, procedural pain, endocervical squamous metaplasia and menometrorrhagia. Concomitant products included fentanyl (sublimaze), oxycodone and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("itchy small rashes on the legs from time to time"), abdominal distension ("constant bloating"), alopecia ("hair loss"), pollakiuria ("frequent urination") and urinary incontinence ("frequent leaks"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding/constant/irregualr heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain localised ("pain stabbing pain on the side of the abdomen/right side of abdomen"). In 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("right coil not showing on ultrasound/ coil was up in the tube on hsg"), pain in hip ("hip pain"), back pain ("lower back pain"), endometriosis ("endometriosis"), joint pain ("joint pain"), muscle spasms ("leg cramps"), abdominal discomfort ("phantom belly flutters feeling like a baby is moving inside"), abdominal cramps ("phantom belly flutters feeling like a baby is moving inside"), feeling abnormal ("brain fog"), muscular weakness ("right leg is always tired") and polymenorrhoea ("periods stop for few days and start again"). The patient was treated with biotin, ethinylestradiol;norethisterone and surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pain in hip, back pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash pruritic, abdominal distension, alopecia, pollakiuria, urinary incontinence, endometriosis, joint pain, muscle spasms, abdominal discomfort, abdominal cramps, feeling abnormal, muscular weakness and polymenorrhoea outcome was unknown and the genital haemorrhage, migraine, dysmenorrhoea and abdominal pain localised had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain localised, alopecia, back pain, device dislocation, dysmenorrhoea, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, muscular weakness, pain in hip, pelvic pain, pollakiuria, polymenorrhoea, rash pruritic, urinary incontinence, vaginal haemorrhage, abdominal cramps and joint pain to be related to essure. The reporter commented: dates of insertion: (B)(6) 2012. Current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received- new event device dislocation, polymenorrhoea, muscular weakness added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and abdominoplasty. Concurrent conditions included spotting vaginal, procedural pain, endocervical squamous metaplasia and menometrorrhagia. Concomitant products included fentanyl (sublimaze), oxycodone and paracetamol (tylenol). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("itchy small rashes on the legs from time to time"), abdominal distension ("constant bloating"), alopecia ("hair loss"), pollakiuria ("frequent urination") and urinary incontinence ("frequent leaks"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("abnormal bleeding/constant/irregualr heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain localised ("pain stabbing pain on the side of the abdomen/right side of abdomen"). In 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in hip ("hip pain"), back pain ("lower back pain"), endometriosis ("endometriosis"), joint pain ("joint pain"), muscle spasms ("leg cramps"), abdominal discomfort ("phantom belly flutters feeling like a baby is moving inside"), abdominal cramps ("phantom belly flutters feeling like a baby is moving inside") and feeling abnormal ("brain fog"). The patient was treated with biotin, ethinylestradiol;norethisterone and surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in hip, back pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash pruritic, abdominal distension, alopecia, pollakiuria, urinary incontinence, endometriosis, joint pain, muscle spasms, abdominal discomfort, abdominal cramps and feeling abnormal outcome was unknown and the genital haemorrhage, migraine, dysmenorrhoea and abdominal pain localised had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain localised, alopecia, back pain, dysmenorrhoea, endometriosis, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain in hip, pelvic pain, pollakiuria, rash pruritic, urinary incontinence, vaginal haemorrhage, abdominal cramps and joint pain to be related to essure. The reporter commented: dates of insertion: (B)(6) 2012 and (B)(6) 2012. Current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New events ¿leg cramps¿ and ¿phantom belly flutters feeling like a baby is moving inside¿ and ¿brain fog¿ were added. Onset date to ¿abnormal bleeding/constant/irregualr heavy bleeding¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), back pain ("lower back pain") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, back pain and headache outcome was unknown. The reporter considered arthralgia, back pain, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.